Event description:
(B)(4) received notice about this claim from the dme provider, (B)(6), involving a transport chair, a product imported and distributed by (B)(4). The end user went to sit in the chair when the folding hinges allegedly broke causing the end user to fall. Emergency services were called to help the patient get up. No injuries was reported. (B)(4) is in the process of getting the product back to further the investigation. This report is based on the information that was provided by the provider.